Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter did not mist properly during the out of body test. Another catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample appeared to be clean. The catheter was returned inside the packaging hoop, with the stylet inserted in the distal tip. The stylet was noted to be slightly bent. A complete circumferential break was noted at the strain relief. The location was observed under magnification (microscope20x). The edges of the break were jagged. The core wire remained intact. No other anomalies were noted to the device. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was received (i.e. Break at the strain relief). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for break as a complete circumferential break was observed in the strain relief. The investigation is inconclusive for improper misting during activation, as functional testing could not be performed due to the poor sample condition (i.e. Break in the strain relief). It is possible that the user removed the catheter from the packaging hoop by pulling up vertically on the knob assembly instead of removing it by twisting the wing/knob assembly per the instructions for use (IFU), resulting in the y-connector break. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. Set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. Warning! Do not use a crosser catheter without proper irrigation as device damage and/or patient injury may result. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.